Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was continuously rebooting. No additional patient or event information is available. The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was performed and the reported fault could be reproduced; the receiver continued re-starting itself on the initialization screen. The receiver case was opened for further evaluation. And passed internal inspection. Trouble shooting for the receiver was done and confirmed the reported event of the receiver continuously rebooted. The root cause was determined to be a defective u8 component.